Manufacturer narrative:
Reported event of stent blocked/occluded. Reported event of stent migration. Reported event of stent difficult to remove. (B)(4). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex¿ biliary rx fully covered stent was implanted during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2014 as part of the e7058 wallflex biliary fully covered (B)(4)study. The patient was diagnosed with chronic pancreatitis in 1982. The patient¿s gallbladder was present at the time of enrollment. The etiology of the patient¿s chronic pancreatitis was alcoholic and the chronic pancreatitis was calcific. The subject was not a candidate for the surgical alternative to stenting due to portal hypertension. Baseline liver tests were conducted on (B)(6) 2014. A baseline assessment of biliary obstructive symptoms (abos) was conducted on (B)(6) 2014 and the following symptoms were identified: fever/chills, jaundice, and dark urine. The patient presented with cholangitis on (B)(6) 2014. The event was deemed related to a non-bsc plastic stent previously implanted on (B)(6) 2014. The non-bsc plastic stent was occluded with sludge. The patient was admitted to the hospital on (B)(6) 2014 and was discharged on (B)(6) 2014. On (B)(6) 2014, the patient underwent an ercp procedure, during the procedure the non-bsc plastic stent was removed and a 10mm x 60mm wallflex¿ biliary rx fully covered stent was implanted. The cholangitis was considered resolved as of (B)(6) 2014. An assessment of biliary obstructive symptoms (abos) was performed on (B)(6) 2015 and no symptoms were identified. Liver function tests were also conducted on (B)(6) 2015. On (B)(6) 2015, the patient underwent a stent removal procedure. The procedure was performed outside of the 12 month per-protocol window due to patient non-compliance. During the procedure, the physician noted that the stent was occluded with sludge, tissue overgrowth, tissue ingrowth, and stones. The stent was embedded within the tissue. It was also noted that the stent had a partial distal migration. Reportedly, the migration was not due to stricture resolution. The physician trimmed the stent using argon plasma coagulation (apc) and removed the distal portion of the stent that had migrated into the duodenum. The proximal part of the stent could not be removed due to ingrowth/overgrowth. A second 10mm x 60mm wallflex¿ biliary rx fully covered stent was then implanted inside the remaining portion of the indwelling stent. In addition, sludge and stone removal were performed. The patient was discharged from the hospital on (B)(6) 2015. The physician plans to remove both stents at a later date. There were no patient complications reported as a result of this event. There were no associated adverse events reported.